Event description:
The customer reported that the 840 ventilator screen was blank. There was no pt involvement. The customer reported to have replaced the graphical user interface (gui) pcb. Covidien loaded the software only and conducted the final testing.

Manufacturer narrative:
Covidien reference # (B)(4).